Manufacturer narrative:
(B)(4)

Event description:
It was reported during insertion of the central venous catheter, when the guide wire was removed it was kinked in two places. The catheter was left in place. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire with multiple kinks and an opened j-bend. The guide wire was measured and tested and found to be intact and within dimensional specification. A review of manufacturing records based on sales history was performed with no relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. Based upon the information reported and the observed damage operational context caused or contributed to the event. No further action will be taken.